Event description:
It was reported that during a ptca treatment procedure involving a very calcified and 90% stenotic lesion in the middle portion of the lad coronary artery, the quantum maverick monorail balloon was suspected to have ruptured at 18 atm's. (The number of inflations performed is unknown.) The pt was asymptomatic during this event. The quantum maverick monorail balloon catheter was removed and replaced with another balloon catheter to complete the procedure. A neo's soft guidewire (size unknown), a mach1 guide catheter (size unknown) and an encore inflation device were also used in this case, but the size and type of introducer sheath used is unknown. Pt status is reported as 'good'.